Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in alarm history file. No a35 alarm noted. The motor was tested outside the device and passed; motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump keeps alarming motor error and that the device has rewound and reset itself about five times now. The patient's blood glucose at the time of incident was 164 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the insulin pump. However, the alarm history was reviewed and a motion sensor failure alarm was noted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.